Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump audio was too loud for the current settings. The patient's blood glucose at the time of incident was 215 mg/dl. A self test was performed and the insulin pump was too loud despite a volume setting of 1. The insulin pump then alarmed hardware low level failure during the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. However, the insulin pump alarmed hardware low level failures during the self-test due to poor solder joints on u1 of the printed circuit board assembly. The insulin pump was received with high sleep current measurement due to high esr value of the internal lithium battery backup battery. No unexpected audio beep anomalies noted during testing; the audio beep feature functioned properly. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked select button on keypad overlay and faded serial number label.